Event description:
It was reported that the patient with this pacemaker system was in atrial fibrillation (af). Due to the programmed refractory period undersensing was exhibited. Observed undersensing inhibited a mode switch. The patient was symptomatic due to the af arrhythmia. The patient was subsequently cardioverted. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted due to a change in the h6 impact code field. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker system was in atrial fibrillation (af). Due to the programmed refractory period undersensing was exhibited. Observed undersensing inhibited a mode switch. The patient was symptomatic due to the af arrhythmia. The patient was subsequently cardioverted. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.